Manufacturer narrative:
(B)(6) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer went to emergency room and then hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 512 mg/dl. The customer was treated with manual injection and insulin drip. Customer troubleshooting was performed for high blood glucose. Customer performed self test and the test was passed. Customer did not allege insulin pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section describe event or problem with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.